Event description:
In 2003, the hosp contacted the MFR reporting that during training the driver was unplugged from ac power and the compressors had stopped. The device was not in use on a pt at the time of this event.